Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that tc3 box trial and screw driver shaft was not working properly. Needs to be replaced, products will be returned. Items are broken and stripped. These are an official set.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: examination of the returned instrument did not confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.